Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as self-contamination (no further detail was provided). The peritonitis was manifested by cloudy pd effluent and abdominal pain. It was reported that thirty two days after peritonitis diagnosis, the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with vancomycin, intraperitoneally, ten doses given every other day. Six days after being admitted to the hospital, the patient was discharged. On an unreported date, the patient was recovered from the peritonitis event. On an unreported date, the patient resumed pd therapy at home. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.